Event description:
The hcp reported that the pt was overdosed. The pt was receiving a "3 drug cocktail" bupivicaine, clondine and hydromorphine- via the drug delivery system. The pump was filled with 35 cc of drug. Following refill, the pt "passed out" the pt was hospitalized where 10 ccs of fluid was withdrawn. It was concluded that drugs was injected into the pocket and the drug was absorbed subcutaneously. The pump was refilled. No troubleshooting was performed. The pt was discharged without any further issues reported.